Event description:
It was reported that during internal iliac artery embolization, when the terumo microcatheter was used to deploy the (B)(6) 18 system 6mm x 20cm, it was found that the coil was stuck in the catheter and could not be advanced. Upon retrieval, the coil was found to be stretched. The microcatheter and coil were withdrawn together and replaced with a new interlock-18 system (6mm x 20cm), which was successfully deployed. A total of two coils were used in the procedure, and the embolization was completed successfully. The patient condition following procedure was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).